Event description:
It was reported that during a mildly tortuous, heavily calcified, distal, left anterior artery stenting procedure, a xience prime (2.5 x 23 mm) stent was deployed and a dissection occurred proximal to the xience prime (2.5 23 mm) stent placement. Another xience prime (2.5 x 12 mm) stent was deployed to cover the dissection successfully. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: there were no reported product deficiencies. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. It should be noted that the IFU instructs the physician to "pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter". Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.